Event description:
The customer reported that while the unit was in use on a patient, the iab failed to unravel. The patient was switched to another unit and the problem repeated itself. No patient injury was reported.